Manufacturer narrative:
The local area field representative was contacted for additional information regarding troubleshooting and patient outcome. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check prior to a scheduled magnetic resonance imaging (MRI) scan, high out-of-range pace impedance measurements greater than 3,000 ohms were noted on the right atrial (ra) lead. There was no evidence of lead fracture or device-lead connection integrity concerns. Technical services (ts) advised against proceeding with the magnetic resonance imaging (MRI), as this pacemaker system was now considered a non-conditional system due to the affected ra lead. The field representative agreed and planned to follow up with the physician regarding next steps. This pacemaker system remains in service. No adverse patient effects were reported.